Event description:
Approximately four hours after cadd pump was connected, patient reported that cadd pump tubing became disconnected. Upon inspection, it was determined that the connection to the spiro cap would not connect securely to the tubing. Upon inspection of cadd pump, no issue identified related to the pump.